Event description:
Customer reportedly obtained results of 281mg/dl, 118mg/dl, and 106mg/dl on the aviva system within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.